Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous kyphoplasty surgery due primary osteoporosis and compression fracture. Intra-op, after inflating the balloon, the balloon was pulled out for the next procedure but the balloon was broken. The volume before breakage was 4cc, and the psi was about 150. After washing the contrast media with saline, suction was performed and then the image was checked. It was judged that there was no problem with the procedure, and the cement was filled. There was a delay of less than 60 min in overall procedure time as a result of this event. The procedure was completed successfully by using the original product. No patient complications were reported.